Event description:
It was reported during an atrial fibrillation ablation procedure, when the brk needle was being advanced in right femoral vein the physician noted the luer lock valve detached from the needle. The needle was removed from the pt and a new device was used to continue the case with no consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.